Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via drug company. Case: (B)(4). Race- white. Height- 68inches. Weight- 179 pounds. 12-28-18 lioresal intrathecal refill kit: lot number: 6034801. Use by date: 7/24/2020. Lioresal intrathecal baclofen injection: lot number: 17263. Use by date: 6-2022. Low reservoir alarm volume: 2 ml. Low reservoir volume date: (B)(6) 2019. Elective replacement indicator (eri): 36 months. New settings programmed: infusion mode: simple continuous. Concentration: 2,000 mcg/ml. Lioresal intrathecal (baclofen preservative-free): daily dose: 671.4 mcg/day (30% decrease). Lioresal was being used to manage spasticity in this patient with multiple sclerosis resulting in neurogenic bladder (increasing risk for nephrolithiasis) onset date for kidney stone- diagnosed on (B)(6) 2015 (urology consulted and followed regularly). Multiple admissions to try to remove multiple stones. At this time still has stones. Renal failure- diagnosed on (B)(6) 2019 during admission for weakness, altered mental status and decreased urine output. Resolved and patient discharged on (B)(6) 2019. Nephrotoxicity- renal consult notes below on (B)(6): a/p: aki stage iii requiring hd; -etiology could be related to subcapsular hematoma causing pressure induced ischemia or less likely ati/ain related to pyelo/perinephric abscess. 3-14 : CT abdomen without contrast showed r atrophic kidney and l kidney with possible hematoma vs perinephric abscess/ fluid collection with non-obstructing stones. As of 3-14: reservoir volume: 15.3ml. New settings programmed: infusion mode: simple continuous. Concentration: 2,000 mcg/ml. Lioresal intrathecal (baclofen preservative-free): daily dose: 96.1 mcg/day (5% decrease). Reservoir volume: 15.2ml. On (B)(6) 2019 day of discharge summary. 56 y/o male with history of multiple sclerosis with quadriplegia (on baclofen pump), lupj stricture status post ureteral stent, c/b recurrent nephrolithiasis, and ckd2 who initially presented with septic shock and acute on chronic renal failure secondary to proteus mirabilis l pyelonephritis with resultant l renal hematoma and bacteremia, and hypoxic respiratory failure secondary to volume overload (intubated initially, extubated to bipap on (B)(6). Started "glycopyrrolate" for secretion management. Patient now on nasal canula. Acute hypoxic respiratory failure/ventilator associated pseudomonas pneumonia. Vital signs q4h. Telemetry. Levalbuterol with mucomyst/ipratropium neb q6h, 3% nacl q6h. "Glycopyrrolate" for secretion control continue to wean o2 as tolerated. Septic shock 2/2 MDR pseudomonas rll pna. Cefepime, amikacin, and pip-tazo. - on ra and intermittent bipap. Diarrhea. C diff negative. Starting immodium and "lactobacillus". Acute blood loss anemia/duodenal ulcer/ gi bleed. On po ppi bid. Continuing to follow daily. Renal failure status post left nephrostomy on (B)(6). Urine output improving daily. Recurrent aki presumed 2/2 ati. Status post cvvhd and hd. Now off dialysis with good urine output . Avoid nephrotoxic meds. Strict intake and output. Repeat renal ultrasound with doppler. Hypotension (resolved): off pressors. Midodrine 10 q8h. Persistent atrial fibrillation. Amiodarone 200-400mg daily. Will maintain for now. Upj stricture. CT ap l ureteral stent is in similar position to on (B)(6) 2018. Urology re: l ureteral stent in proper position. L pcn tube placement - improving renal function daily. Nursing: flush forward l pcn tube qam and qpm for 20 mls nss. Nutrition on peptamen transition to oral dysphagia puree today. Multiple sclerosis. Baclofen 20 mg qid prn, vit d weekly. Clonazepam 0.5 mg. Tizanidine 4 mg bid. Patient was not under the care on pm, r prior to itbp placement. Prior to lioresal, patient was under the care of neurology service for his tuberous sclerosis, ms resulting in quadriplegia and spasticity. Pm, r took over his itbp care on (B)(6) 2009 and at that time reported that his had the pump placed 5-6 years prior. The hcp took over his rehabilitation care on (B)(6) 2014. It was felt that his spasms were likely affected by his frequent urinary tract infections (uti). From reviewing the chart, he has had difficulties with frequent uti¿s since 2000. Urodynamic testing was done on (B)(6) 2015 and patient diagnosed with neurogenic detrusor overactivity (ndo) possible dsd. Urology was consulted (on (B)(6) 2015) and patient had multiple admissions for "lithotripsy". At the time of hospitalization (on (B)(6) 2019) patient was on the following medications: active outpatient medications status. 1) atorvastatin calcium 20mg tab take one-half tablet by active mouth daily for cholesterol. 2) baclofen 20mg tab take one tablet by mouth four times active a day as needed as a muscle relaxant. 3) bandage, elastic 4in x 5yd coban lf use bandage active bandage,elastic 4in x 5yd,self-adhering externally as directed for wound care. Clonazepam 0.5mg tab take one tablet by mouth every active morning and take two tablets every day at noon for anxiety. Ergocalciferol (vit d2) 50,000 unit cap take one active capsule by mouth every week do not crush. Ferrous gluconate 324mg tab take one tablet by mouth active twice a day. Glove vinyl x-large powder-free nonsterile use glove active externally as directed for prosthetic use. Melatonin 5mg cap/tab take two pills by mouth at active bedtime as needed for insomnia. Multivitamin cap/tab take 1 tablet by mouth every day active as a dietary supplement. Sertraline hcl 100mg tab take one and one-half active tablets by mouth daily for depression. Tizanidine hcl 4mg tab take one tablet by mouth twice active a day for muscle spasms. Trazodone hcl 100mg tab take one tablet by mouth at active bedtime as needed for sleep. Underpad, bed ultrasorb 24x36in m#: 2436 use pad active externally as directed for prosthetic use. Underwear, protective large use pad externally as active directed for prosthetic use. Active non-va medications status. Admission to hospital. Discharge date on (B)(6) 2000 d/c diagnosis: status post gluteal abscess incision and drainage on (B)(6). Discharge date on (B)(6) 2001 d/c increasing weakness, admitted IV solumedrol and mitoxantrone. Discharge date: on (B)(6) 2008 discharge diagnosis: urinary tract infection food poisoning resolved. Date discharged: on (B)(6) 2008: d/c dx: urinary tract infection. Date discharged: on (B)(6) 2008; d/c dx:1. Multiple sclerosis 2. Sp baclofen pump replacement. Spasticity. Discharge date: on (B)(6) 2016; "diagnosis" bilateral nephrolithiasis, status post on (B)(6) 2016- cystoscopy, b/l rgp, l urs/ll, b/l ureteral stent placement, renal aspiration of urine for culture. On (B)(6) 2016 bilateral kidney stones s/p on (B)(6) 2016: r eswl + bilateral stent placement, on (B)(6) 2016: l pcn placement + bilateral stent exchange, on (B)(6) 2016: l urs + laser lithotripsy. Discharge date: on (B)(6) 2017 d/c dx kidney failure and urinary tract infection date discharged: on (B)(6) 2017 d/c dx: left ureteral stricture operations: on (B)(6), cystoscopy, retrograde pyelogram, balloon dilation of left ureteral stricture, left ureteral stent placement. Discharge date: on (B)(6) 2017 low blood count (hemoglobin). Discharge date on (B)(6) 2017 d/c dx: l ureteral stricture. Date discharged: on (B)(6) 2018 d/c dx: l ureteral stent.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot/serial#: (B)(4), implanted: (B)(6) 2002, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity and multiple sclerosis. It was reported that the hcp called the rep because she got a computed tomography (CT) report that showed a fracture in catheter at l1/l2. Patient went for CT because of his kidneys and accidentally this fractured catheter was found. The hcp said there were never any reported signs or symptoms of withdrawal. Patient had been to the hospital recently on (B)(6) and had a refill on (B)(6). She was going to contact the patient as he was not inpatient. She didn't have a plan of action. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Diagnostics/troubleshooting had not been performed yet. Surgical intervention did not occur and it was unknown if it was planned. At the time of this report, it was unknown if the issue had been resolved and patient status was alive- no injury. The patient¿s medical history included multiple sclerosis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-11, additional information was received from an healthcare professional (hcp). Additional information received reported that the patient's catheter was fractured. This was discovered with an magnetic resonance imaging (MRI) while they were assessing the patient's renal stone issue. The MRI occurred in late (B)(6) 2018. The hcp stated there was "no pin point of any event that made that happen". The hcp stated that the patient was in renal failure with this renal stone and was in the intensive care unit. The hcp stated that the patient's renal issue had been going on "for years". The patient's spasticity has lessened and since (B)(6) 2018, they have been weaning the patient's itb dose down. The last dose decrease was 30% (2,300 mcg/day to 671 mcg/day, 2,000 mcg/ml) and there were no issues with the patient's spasticity. The renal physicians thought that "still having the itb drug released into patient's intrathecal space is not helping with patient's nephrotoxicity". The hcp team wanted to turn the pump off.